Event description:
Patient who had a rapid resorbable cranial clamp implanted, presented with infection and swelling which caused the cranial clamp to move out of position post-operatively. Surgeon had to surgically remove the clamp.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned.